Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter. "On (B)(6) 2019, nurse punctured for a 53-bed patient. Puncture using a closed venous indwelling needle from bd. When blood was drawn from the white end cap, blood leakage was found. Unscrew the white connector and connect the disposable blood collection needle to complete the blood collection. After the connection of the one-time positive pressure connector, the drug was found to be extravasated from the tubing and the y-type joint when the drug was pushed intravenously. After verification, there was no other remedy. Can only be removed after explanation with the patient, and puncture the indwelling needle again."

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter (chinese translation), "on (B)(6) 2019, nurse punctured for a 53-bed patient. Puncture using a closed venous indwelling needle from bd. When blood was drawn from the white end cap, blood leakage was found. Unscrew the white connector and connect the disposable blood collection needle to complete the blood collection. After the connection of the one-time positive pressure connector, the drug was found to be extravasated from the tubing and the y-type joint when the drug was pushed intravenously. After verification, there was no other remedy. Can only be removed after explanation with the patient, and puncture the indwelling needle again."

Manufacturer narrative:
Investigation: neither sample or photo was returned. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformance's were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. A root cause could not be determined.